Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part: 319.010, lot: 9872604, manufacturing site: (B)(4), release to warehouse date: aug.09, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge for 2.7mm & small screws hook tip was bent. The depth gauge was used to measure and was bent immensely. Another set was opened to be able to measure the screws. The surgery was completed with an unknown number of surgical delays. The patient status is unknown. This complaint involves 1 device. This report is for (1) depth gauge for 2.7mm & small screws. This report is 1 of 1 for (B)(4).